Event description:
In an article titled "correlative factor analysis on the complications resulting from cement leakage after percutaneous kyphoplasty in the treatment of osteoporotic vertebral compression fracture", the following event was reported: 71 pts with 171 vertebral compression fractures were treated by percutaneous kyphoplasty. One pt reported of acute pneumonia. Consequence was noted as "cure". No additional info was reported. Note: this article originated from (B) (4), however, kyphoplasty products are not distributed in (B) (4). The reported cement leakage occurred in 17 vertebral bodies and 9 recurrence vertebral fracture in 6 pts are filed in MFR report #2953769-2010-00029.

Manufacturer narrative:
Report source article titled "correlative factor analysis on the complications resulting from cement leakage after percutaneous kyphoplasty in the treatment of osteoporotic vertebral compression fracture" by hu ren, mom, yong shen, md, ying-ze zhang, md wen-yuan ding, md, jia-xin xu, mom, da-long yang, mom, and jun-ming cao, md. Device not returned; followed-up with author.